Event description:
The stent was flushed as per IFU and loaded onto a terumo wire. The stent did not move easily over the wire so more force than usually required to advance the delivery system over the length of the wire. Once the stent had loaded onto the wire, I noticed that the stent had emerged through the delivery system at the junction of the tip and the shaft of the delivery system we hereby confirm that this item was used off label. 1. What was the target location for the complaint device? Common bile duct. 3. Which artery was the stent to be placed in? Not an artery, common bile duct. 17. What artery was the stent placed in? Not an artery. Common bile duct. 1. What was the target location for the complaint device? Common bile duct. 2. Was the device used percutaneously? Yes. 3. Which artery was the stent to be placed in? Not an artery, common bile duct. 4. Was the approach ipsilateral or contralateral? Percutaneous approach on the right side of patient. 5. If contralateral, was the bifurcation angle tight? Not applicable. 6. Where on the patient was the percutaneous access site? The right side of patient. 7. Details of access sheath used (name, fr size, length)? No sheath used, bare back. 8. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. 9. Details of the wire guide used (name, diameter, hyrdophyllic)? Terumo, 0¿035, 260cm. 10. Was the patient's anatomy tortuous or calcified? No. 11. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? No. 12. Was pre-dilation performed ahead of placement of the stent? Yes. 13. Was post-dilation performed after the placement of the stent? No, because the stent was partially deployed and a new stent was opened inserted. 14. Did the tip of the delivery system cross the target location? No, the stent did not enter the body. 15. Are images of the device of procedure available? Yes, attached. 16. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? No, we did not get there. 17. What artery was the stent placed in? Not an artery. Common bile duct.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zfv6-125-7-4.0 device of lot number c1511514 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 05dec2020 & 12dec2020. There was a kink at 23.5cm from distal end of flexor. There was a kink at approximately 10.5cm from distal end of white cap. The stent had partially deployed at the tip. There was a kink at the proximal end of the tip. The 2 kinks on the sheath were deemed not to be additional complaints the kink at the tip and the partially deployed stent were linked to the advancement issue. Document review: prior to distribution zfv6-125-7-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1511514) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1511514. There is evidence to suggest that the customer did not follow the instructions for use (ifu0058-3). "The product is intended for use in the iliac, superficial femoral artery(sfa) and above-the-knee popliteal artery". Placing the stent in the common bile duct in this complaint was off-label use. Root cause review: a definitive root cause could be attributed to the device being used off-label. The device was used outside its intended use therefore this could have contributed to the kinking which then contributed to the difficulty in tracking over the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was flushed as per IFU and loaded onto a terumo wire. The stent did not move easily over the wire so more force than usually required to advance the delivery system over the length of the wire. Once the stent had loaded onto the wire, I noticed that the stent had emerged through the delivery system at the junction of the tip and the shaft of the delivery system FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place". No adverse effects to the patient have been reported as occurring.

Event description:
The stent was flushed as per IFU and loaded onto a terumo wire. The stent did not move easily over the wire so more force than usually required to advance the delivery system over the length of the wire. Once the stent had loaded onto the wire, I noticed that the stent had emerged through the delivery system at the junction of the tip and the shaft of the delivery system. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place". No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.